Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The patient line was intentionally restricted and as expected the cycler alarmed patient line is blocked followed by a drain complication encountered warning during drain 0 of the treatment test. The cycler underwent and passed a system air leak test and a valve actuation test. There were no visual discrepancies observed during internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the reported drain issues with report of negative drains on the liberty select cycler and the patient¿s subsequent hospitalization with leg swelling, hyperkalemia and missed pd treatments. However, there is currently no objective evidence in the file that the liberty select cycler malfunctioned. At the time of this clinical investigation, the cycler was not returned to the manufacturer for further analysis. Therefore, it is unknown what exactly led to the patient¿s negative drains while using the liberty select cycler. However, the patient has a history of non-compliance with performing pd therapy as instructed and in the event of any issues encountered with cycler assisted pd. The patient¿s nurse reported the patient was skipping pd treatments prior to hospitalization which is a well-known risk factor for hospitalization due to the systemic complications of renal failure in dialysis dependent patient. Therefore, it is reasonable to attribute the patient¿s hospitalization event to concomitant noncompliance, as reported by the patient¿s nurse. Plant investigation:plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient¿s liberty select cycler was not draining as expected and resulting in multiple days of negative ultrafiltration without any reported cycler alarms. It was also reported that the patient was hospitalized and was having fluid removed in the hospital. The patient requested a replacement cycler and changed their mind because they would not be home to receive it. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient was experiencing symptom of swelling in his legs and was hospitalized on (B)(6) 2020. The patient was not admitted with fluid volume overload. Rather the patient¿s admitting diagnoses were anemia related to chronic kidney disease, hyperkalemia and missed pd treatments. Reportedly, pd therapy continued during hospitalization and the patient was subsequently discharged from the hospital on (B)(6) 2020. Per the pdrn, it is not certain if the cycler is not working as intended and the nurse was not able to confirm the alleged drain issues. Reportedly, the patient is very elusive, and it is hard to know what was causing the draining issues. However, the nurse stated the pd catheter (not a fresenius product) is working fine. At the time of this clinical investigation, the cycler was not returned to the manufacturer for further analysis. The nurse reported that this patient has a history of noncompliance with performing manual pd exchanges as instructed. Additionally, the nurse stated the patient is noncompliant with ordering pd supplies. It was stated the patient was skipping pd treatments (dates unknown) and the nurse attributed the patient¿s hospitalization to his noncompliance. The nurse indicated the patient is better suited for hemodialysis (per the patient¿s doctor) because of his noncompliance. However, the patient refuses a change in dialysis modality against medical advice. Moreover, the nurse reported the patient spiraling out of control with respect to following doctor¿s orders. Reportedly, the patient will not come to his outpatient follow-up visits or speak to anyone.